Event description:
I had a ultherapy treatment on (B)(6) 2016. Three months later, one side of my face is what I call melting into my jaw line, and my face has been altered. I never signed anything that this may happen and it was never mentioned to me. Ultherapy should be taken off the market. I was brushed aside upon my complaints, saying that this is normal and all in my head for the most part. I have been into my skin for (B)(6) and know how my face looks. I suffer from this experience. My face changes everyday into what I call a melting face! There are so many complaints. I am not alone. Now I must have expensive fillers for the rest of my life as my good fat was destroyed permanently.